Event description:
Customer reported a pt presented with a surgical site infection at an unspecified time following left total hip replacement.

Manufacturer narrative:
H6. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.